Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many factors including anatomical factors or technique related factors and is not a result of a device malfunction. In this case, the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI # (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 19mm bioprosthetic aortic heart valve was explanted after one (1) month due to perivalvular leak. There was no obvious dehiscence of valve ring or separation of fibrous trigone. The intact valve actually looked good. The valve was examined and there was no torn leaflet. There was no particular area that tore away from the annulus. It could not be detected where the annulus area was dehisced. There was report that it was in the transition zone of the right coronary annular portion to the noncoronary annular portion. A new 19mm pericardial vale was placed and coronaries were checked for clearance. Patient was weaned from bypass without incident. There were no complications and the patient was taken to the ICU recovery room in critical condition.